Event description:
It was reported that the 9800 system poor image quality. Also, the system had a ma sensor failure error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The image processor was re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.